Manufacturer narrative:
The device was returned for an investigation. The investigation determined an electrical component failed on the motherboard printed circuit board (pcb), which caused the unexpected shutdown. After replacing the pcb, proper device operation was observed through functional and performance testing.

Event description:
The device was returned to ventec for other unrelated repair. Upon evaluation of the device, ventec observed the device to unexpectedly shut down. There was no patient involvement.